Event description:
Event: (cc# 98-01184) the iab leaked during insertion. The following was reported to datascope on 10/2/98: blood was noted in the tubing. There was no patient injury or complication as a result of the event. [Event complications]: unknown - reported 9/22/98; none - rpt'd 10/2/98. [Patient's current status]: unk - rpt'd 9/22/98.